Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal battery depletion procedure, this left ventricular (lv) lead was found to have high pace impedances, greater than 2000 ohms. During a lead revision, the lead was tested by a pacing system analyzer (psa) and out of range impedances were observed. Though a lead fracture could not be confirmed by fluoroscopy, the lead was abandoned surgically and was replaced with a new lead. No adverse patient effects were reported.